Event description:
It was reported the 512d was used during an unk procedure. It was reported by the affiliate the inner gasket fell into the pt and was retrieved. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49306. Ees #.980864/j. Endopath dilating tip trocar: based upon the inquiry info received and the visual examination, it was confirmed that the reported event occurred. The sleeve was received with the inner gasket dislodged from its original position. The inner gasket was received in a separate sealed pouch, complete. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.